Event description:
It was reported that after hemodialysis (hd) therapy with an ak 96 control unit, the patient experienced heart palpitations, shortness of breath and dry and wet rales in the lungs on auscultation were heard. There was a reverse ultrafiltration issue during use resulting in a weight gain of approximately (B)(6). The patient was treated with oxygen inhalation and ECG monitoring. A treatment restart was performed to remove the extra fluid. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon further review, it was determined that this device is not same as or similar to a device that is manufactured or distributed in the us.